Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was having difficulty charging the pump. In addition, the pump battery dropped from 50% to 20% overnight. Customer reported blood glucose (bg) level was low however no specific value was provided. The customer consumed juice to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.